Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reports having a panic attack. The patient reports receiving a communication error between their pod and sensor due to their phone being used was not compatible with the sensor application. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient reports being discharged from the hospital after a few hours.